Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 14-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 23 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), arthralgia ("joint pain"), headache ("headaches"), abdominal pain upper ("stomach aches"), loss of libido ("loss of libido"), fatigue ("major fatigue"), back pain ("back ache") and depression ("depression"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, abdominal pain upper, loss of libido, fatigue and depression outcome was unknown, the arthralgia, headache and back pain had resolved and the allergy to metals was resolving. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, back pain, depression, fatigue, genital haemorrhage, headache and loss of libido with essure. The reporter commented: reference of reporter: (B)(4). It was reported allergy to nickel. Since removal of essure inserts, she is recovering slowly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16nov2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 675 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2017: the sentence "allergy to nickel since removal of essure inserts. I am recovering slowly." In the initial source document changed to "allergy to nickel. Since removal of essure inserts, I am recovering slowly." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 23 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), arthralgia ("joint pain"), headache ("headaches"), abdominal pain upper ("stomach aches"), loss of libido ("loss of libido"), fatigue ("major fatigue"), back pain ("back ache") and depression ("depression"). The patient was treated with surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel since removal of essure inserts"). At the time of the report, the genital haemorrhage, abdominal pain upper, loss of libido, fatigue, depression and allergy to metals outcome was unknown and the arthralgia, headache and back pain had resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, back pain, depression, fatigue, genital haemorrhage, headache and loss of libido with essure. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.